Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation, the battery charger was unable to charger a battery pack and was resetting. The cause for the failure was isolated to a shorted q1 current - controlling transistor on the bedside board and corrupted flash memory programming. The root cause for the shorted q1 transistor and the corrupted programming could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) female pt was receiving battery charger faults. The pt was issued a replacement battery charger/modem.